Event description:
Complainant alleged that while attempting to monitor a pt, the device inappropriately shut down when the clinician pressed the nibp button. The clinician powered off the device and powered it back on and was able to continue monitoring the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.